Event description:
The facility reported a pump with failure code 703. It is unknown when this event occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 703 was confirmed in the pump's event history file during product evaluation. This failure code is due to a defective user interface module printed circuit board. The user interface module printed circuit board was replaced and the device was tested. Review of the complaint history reveals similar reports have been received for this product for the reported issue.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA feb 02, 2007. Evaluation summary:a request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.